Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a bilateral upper eyelid blepharoplasty procedure, the unit was not working to control bleeding as it would usually do. Muscle twitching around the eye was observed during use. The surgical time was increased by 30 minutes and increased bleeding for the patient were reported, with an expected impact on recovery. Blood transfusion was not necessary, there was no medical/surgical intervention or reoperation done to patient to stop the bleeding, and the patient was not on any medications. The physician continued to use the unit alongside a non-medtronic smoke evacuator to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bilateral upper eyelid blepharoplasty procedure, the unit was not working to control bleeding as it would usually do. Muscle twitching around the eye was observed during use. A considerable increase in surgical time and increased bleeding for the patient were reported, with an expected impact on recovery. The physician continued to use the unit to complete the procedure.